Event description:
Erroneously elevated troponin (accu tnl) results from three (3) different pts that were generated by the access 2 instrument. The accu tnl results were: 4.80ng/ml, 4.70ng/ml, and 4.11ng/ml for pt a, b, anc c respectively. The accu tnl results for all three (3) pts were reported out of the lab. The customer re-tested the pts' (a,b,c) original samples for accu tnl on another intsrument in their lab. The accu tnl results obtained from another instrument were: 0.04ng/ml, 0.03ng/ml, and 0.05ng/ml for pts (a,b,c) respectively. Corrected reports were issued for pts (a,b,c). In addition, new blood samples were collected from pt a, b, and c and tested for accu tnl on another instrument in their lab. The accu tnl results were: 0.03ng/ml, 0.03ng/ml, and 0.05ng/ml for pts (a,b,c) respectively. Corrected reports were sent for pts (a,b,c). The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.